Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. There was a leak of diluted blood from the probe on the analyzer during probe cleaning. The volume of the leak was reported as less than 3 ml and the leak was not contained. The operator was wearing personal protective equipment of gloves, glasses, and a lab coat when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
A beckman coulter customer technical specialist (cts) instructed the customer to check the probe alignment, bsv (blood sampling valve) and the probe wash for troubleshooting. The cts stated the customer found port 3 tubing disconnected from the probe wash (rb1) on the lh500 instrument. The customer replaced the tubing and verified the repair by running probe wash functions with no leaks reported upon completion of the testing. Customer did not call back with any further problems. (B)(4).